Event description:
During biomed testing the device displayed a "pacer fault 117" message and the front panel selections were inoperable. Complainant indicated that there was no pt involvement in the reported malfunction.